Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fracture.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2018-75069. (B)(4) is being retracted as it is a report duplication. 1818910-2018-75069 will be kept for investigation purposes.